Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined through review of the logs. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, during the minimally invasive surgery (mis) case, the perc pin and two screws were placed. The system displayed two millimeters medially inaccurate. It was compared with a non-medtronic imaging system. Navigation was aborted and the procedure was completed. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue. After the cause the inaccuracy was discussed with the surgeon and it was suspected that the inaccuracy was likely due to difficult perc pin placement due to patient size. It was noted that the patient was (B)(6) lbs.